Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an injury. The patient has had several falls, including on the ins (stimulator). The patient had lost an extreme amount of weight. The ins bothers/causes pain for the patient when she sits. The patient had other manufacturer pacemaker put in, and the pacemaker "knocked it [the neurostimulator implant] out." Caller clarified not physically but internally, so the neurostimulator implant was subsequently readjusted and had gradually not worked since then for managing patient¿s incontinence. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0133k, implanted: (b)(6 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.